Manufacturer narrative:
This report is submitted on november 02, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to headache. It is unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2022.